Event description:
It was reported during a follow-up, inappropriate auto mode episodes were observed due to noise on the rv and ra channels. No further information is available.

Manufacturer narrative:
(B)(4).